Event description:
The hospital reported that during a coronary artery bypass procedure the hst iii system (4.3mm) seal could not be loaded into the delivery tube. There was no peeling or cracking of the seal. The new seal was opened and the ope was successfully completed. No patient was harmed.

Manufacturer narrative:
Trackwise ID (B)(6). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Manufacturer narrative:
Trackwise # (B)(4). The lot # 25160806 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. H3 other text : device discarded.

Event description:
N/a.